Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse replaced the peri pump. Other parts determined as unlikely to have contributed to this event were also replaced for system performance optimization purposes. The fse performed successful hardware and system verification tests post service activities completion. In conclusion, the peri pump was determined to be the assignable cause of this event.

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) results generated on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4) on one (1) patient sample. On (B)(6) 2016, an elevated accutni+3 result of 0.07 ng/ml was generated on the emergency room (ER) sample. The result was reported outside of the laboratory. The same sample was repeated and a result of 0.07 ng/ml was also obtained. A second sample from this same patient was tested on the point of care device and a result of 0.02 ng/ml was obtained. The difference between the two results was questioned by the ER. The second sample was analyzed on the unicel access immunoassay system serial number (B)(4) and a result of 0.03 ng/ml was obtained. Both samples were further analyzed on the laboratory's alternate unicel dxi 800 access immunoassay system serial number (B)(4) and both resulted in 0.01 ng/ml. The customer sent out a corrected report with a result of <0.03 ng/ml. The customer was not aware of any injuries or change to patient treatment associated with this event. The patient's sample was collected in a 5 ml lithium heparin plasma tube and was centrifuged for 6 minutes at approximately 3600 revolutions per minute (rpm). No issue with sample integrity was reported by the customer. The sample was noted to be clear and was a full draw. Calibration performed on the event date was failing assay specifications. The low level quality control (qc) was running out of the customer's established range prior to and during this event. The other two control levels were recovering within range. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check and precision runs. The system check passed system parameter specifications; however, the precision runs performed on all four pipettors recovered with fliers on three (3) out of the four (4) pipettors. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.